Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during basal delivery. Customer stated she did a complete set change and the device alarmed again during basal deliver. The customer's blood glucose was 200 mg/dl. Troubleshooting was performed and it was determined the alarm was caused by an occlusion in the infusion set/ reservoir connection. The customer is not returning the reservoir for analysis.